Manufacturer narrative:
Blood was observed on the adhesive pad and in the reservoir. Inspection of the device found no issues that would contribute to bleeding/bruising. The cause of the bleeding/bruising could not be determined. The soft cannula was observed to be flattened, kinked, and stretched. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. Timeouts were seen in the download data, however the device recovered from these timeouts and pulse widths returned to normal. No alarms were generated and no drive stalls occurred. The cause of the timeouts could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 380 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.